Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered stent rmv was implanted during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. It was reported that during stent deployment. It did not glide as nicely as usual. It felt like it was bouncing back. The stent was then able to be deployed; however, the stent looked deformed. The stent remains implanted as it was draining, and the procedure was completed. There were no patient complications as a result of this event. The patient was subsequently treated conservatively, and there were no abnormalities to the patient. The patient's current condition was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a0406 captures the reportable event of stent material deformation.